Event description:
A journal article was reviewed that contained information regarding this lead. Multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: insulation defect, artifact oversensing, lead fracture, t-wave oversensing (twos), noise caused by contact with another lead, unstable impedance measurements, r-wave reduction, and loss of capture. Some patients in the study received inappropriate therapies. Follow-up was conducted to gather further details, with no reply to date. Surgical intervention was required in all cases, with either pace/sense or full lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "necessity for surgical revision of defibrillator leads implanted long-term," circulation 2008;117:2727-2733.